Event description:
It was reported the patient would lower or raise stimulation and about two days later, the implantable neurostimulator (ins) would turn off. It was stated the ins ¿turned itself off three or four times since (B)(6).¿ the patient would have ¿cramping, bad pressure, and everything again¿ and they would go to change settings and the ins would be off. It was indicated the patient would ¿turn the stimulation on button¿ and then could ¿feel it¿ again and feel ¿everything restart.¿ at an appointment with the healthcare provider the previous week, the ins was turned off until a different programmer could be obtained. It was stated the programmer the patient currently had worked. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va04h0z, implanted: (B)(6) 2013-, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4)